Event description:
A 26mm diameter x 15mm diameter x 13.5cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 22mm and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 110mm. The aneurysm neck was reported to be 3cm in length with a 40 degree angle. No calcification was reported, and access was reported to be easy. The pt has a history of coronary artery disease and a coronary artery bypass graft. It was reported that the physician pulled back the runners too hard when removing the delivery system and the stent graft was pulled to 5cm below the renal arteries. A 26mm diameter x 3.75cm length aortic extender cuff was implanted. It was reported that another 26mm diameter x 15mm diameter x 13.5cm length bifurcated stent graft was then modified to make a second aortic cuff. The top 3cm of the bifurcated stent graft was removed and then reloaded into the delivery catheter from the previously deployed aortic cuff. The device was successfully deployed; however, a proximal endoleak was still present. The procedure was terminated, and it was reported that the pt would be monitored. It was reported that the pt would most likely require add'l cuffs in the future. No clinical sequelae were reported, and the pt is reported to be fine.